Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. During the functionality test, a stent was not observed to deploy. It was determined that the stent was likely deployed prior to receipt and not returned within the injector. All expected results were met. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts had a slider that ¿did not operate properly¿ during implantation. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts had a slider that ¿did not operate properly¿ during implantation. Surgery was completed with second xen®45 gts device. No eye injury noted.